Event description:
It was reported that the external pulse generator (epg) was in use with a pacing-dependent patient post-operative when the battery compartment of the epg opened unexpectedly. The epg lost power and therefore pacing to the patient. The health professional closed the compartment and power to the epg and pacing to the patient was restored. The epg has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment due to the fact that the device was past its five-year end-of-life, and therefore would not be repaired. Analysis did note, however, that one bail cover and one bail was missing from the device, and that the battery drawer was chipped but had no effect on the operation of the drawer. It was also noted that the device passed all incoming functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.